Event description:
The customer alleged while performing rounds on the hosp floor the attending respiratory therapist alleged no expected audible audio from the ventilator while in use. The vent was changed out. No pt harm was verified. The mallinckrodt customer support engineer (cse) then inspected the device, verified the reported problem, and found the (+) wire assembly and alarm lead post connection on the alarm assembly to be loose. The cse tightened the screw holding the wire secure to correct the reported problem. The unit passed extended self testing.